Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also, inspected 1 opened/used sensor and performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. See attachment file for details.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they had 2 problems. Infusion set has failed. The customer reported that the insulin pump was not delivering insulin and caused blood glucose to go high and changed it out and blood glucose came out straight. Sensor was changed on sat on sunday was getting lost sensor. Customer noticed blood glucose went over 400mg/dl. Customer mentioned that sensor had a lot of blood under the adhesive patch when she removed it. The insulin pump will be returned for analysis.